Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that during a cardiac resynchronization therapy pacemaker implant procedure, this right atrial (ra) lead was deactivated due to exhibiting loss of capture and no stimulation. A chest x-ray was performed and showed the lead in a satisfactory position. The procedure was completed successfully. No adverse patient effects were reported. This ra lead remains implanted but electronically deactivated.